Event description:
It was reported that the device was used during a hand assisted colon resection. The device was fired: the proximal staples formed, but the distal end staples did not form properly. The anastomosis fell apart and a circular stapler was used to complete the case. There was no consequence to the pt known at this time.

Manufacturer narrative:
D4; h4, 6: info anticipated, but unavailable at this time.